Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). D1-4) the device has been corrected from "zta-pt-46-42-179 (e3920591)" to "zta-pt-46-42-233 (e3880421)". Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the subject of this study complaint is the patient of unknown gender and age enrolled in a zenith alpha thoracic post market retrospective study (17-13), who was treated with a planned endovascular procedure for a fusiform thoracic aortic aneurysm. No rupture. The patient was hemodynamically stable and not symptomatic. Zta-pt-46-42-233 (complaint device), zta-pt-46-42-179, zteg-2pt-42-32-165-pf (most distal) and one non-cook device were planned implanted. No information on the locations of the landing zones. Both proximal and distal neck were described as parallel shaped without thrombus, tortuosity, occlusive disease, or calcification. This information considered related to the study device (zta). Difficulty with deploying in the intended location was noted with the comment ¿after top-cap release kink of zta, no sealing¿ (current complaint). The site did not select that there was difficulty with access of the target lesion, inserting the device, visualizing the delivery system, visualizing components, or removing the delivery system. The site indicated that the study device(s) were patent after grafts were completely implanted. There was no evidence of endoleak(s) at the completion of the procedure, and there was no evidence of device issue(s) at the completion of the procedure. No additional procedure(s) were performed during the study procedure. From 1-month follow-up visit (22oct2020) a type 1b endoleak was present on imaging. It is understood that this endoleak was related to the zteg-2pt-42-32-165-pf device (pr405750). No further details on follow-up plan/treatment considerations. On 13jan2021 (103 days post-procedure) the patient experienced an aortic rupture distal to the study stent graft (zta). Treatment was open graft implantation. On the same day, the patient experienced paraparesis and renal failure. On 04feb2021 (125 days post-procedure), the patient experienced respiratory insufficiency and multi-organ failure. The patient died 05feb2021 (126 days post-procedure) from multi-organ failure. Aortic rupture was considered not related to the study device (zta). It was considered related to the treated aortic disease. The site indicated that patient anatomy caused or contributed to this event, and noted, ¿still existing abdominal aneurysm.¿ paraparesis was considered not related to the study device (zta). It was considered related to the treated aortic disease. The site indicated that patient anatomy caused or contributed to this event, and noted, ¿coverage of the whole aorta with occlusion of all small lumbar arteries.¿ renal insufficiency/failure was considered not related to the study device. There were no other conditions or circumstances that caused or contributed to the event. Multi-organ failure was considered not related to the study device. The site indicated it was unknown if any other conditions or circumstances caused or contributed to this event. The patient had no medical history. The patient was not taking aspirin nor anti-platelet or anti-coagulant medications. Review of the device history record gave no indication of the device being produced out of specification. No imaging has been provided and it has not been possible to obtain more detailed information about "after top-cap release kink of zta, no sealing", but it is assumed that this means that the proximal part of the stent graft was deployed angulated. A clinical assessment of the provided information is made by medical advisor. Per the clinical assessment, based on the information regarding the zta device it is unknown what consequence the ¿after top-cap release kink of zta, no sealing¿ had. Since no description of additional intervention during index procedure and no endoleaks on final angiogram it is assumed, that the issue resolved itself with no clinical consequence. The paraplegia, renal failure, and final multiorgan failure seem timewise related with the open graft implantation procedure treating the aortic rupture, hence not directly with the zta or zteg device or index procedure. Conclusively, it seems unlikely that the zta was related to the aortic rupture with subsequent open repair and death. Improper component placement is listed as a potential adverse event in the IFU (instructions for use). It has not been possible to establish the cause of the reported event based on the limited provided information and clinical assessment. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device under PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: deploying in intended location after top-cap release kink of zta, no sealing. Patient outcome: on (B)(6) 2021 (103 days post-procedure), the patient experienced an aortic rupture distal to the study stent. Treatment was open graft implantation. On the same day, the patient experienced paraparesis and renal failure. On (B)(6) 2021 (125 days post-procedure), the patient experienced respiratory insufficiency and multi-organ failure. The patient died (B)(6) 2021 (126 days post-procedure) from multi-organ failure.